Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer's blood glucose level was in the 400's (mg/dl) with moderate levels of ketones. The customer administered manual injections to address bg level, and is using manual injections for diabetes management. During the time of the call, the customer was able to load a new cartridge successfully and will continue using the pump for continued pump therapy.